Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd¿ protector p55 has been found experiencing coring during use. The following has been provided by the initial reporter: material no: 515117 batch no: unknown. It was reported that coring has occurred with the p55 protector and etoposide. Event description per attached sfdc pir states: they have experienced coring with our p50 and p55 with etoposide. They are using assembly fixture. They have seen this issue with multiple drug manufacturers

Event description:
It has been reported that the bd¿ protector p55 has been found experiencing coring during use. The following has been provided by the initial reporter: material no: 515117, batch no: unknown. It was reported that coring has occurred with the p55 protector and etoposide. Event description per attached sfdc pir states: they have experienced coring with our p50 and p55 with etoposide. They are using assembly fixture. They have seen this issue with multiple drug manufacturers.

Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. H3 other text : see section h.10.